Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user's audio processor (ap) was damaged two years ago. This week a new ap was provided, but the user was not able to hear when using the device. Prior to this event the user had good hearing performance with the device (2012-2015). The user is still within the audiological criteria for this device. Re-implantation has been suggested, but the user will test using hearing aids for six months before the decision is made. No further action is planned at this time.

Manufacturer narrative:
Additional information: based on the information from the field, the recipient did not benefit from the device anymore. In situ testing with the quickcheck, confirmed a device malfunction. However to determine an exact root cause for the device malfunction a device investigation on the explanted device would be necessary. Re-implantation is considered for a later point in time.

Event description:
The user's audio processor (ap) was damaged two years ago. This week a new ap was provided but the user was not able to hear when using the device. Prior to this event the user had good hearing performance with the device (2012-2015). The user is still within the audiological criteria for this device. Re-implantation has been suggested but the user will test using hearing aids for six months before the decision is made. No further action is planned at this time.

Manufacturer narrative:
Additional information: based on the information from the field, the recipient did not benefit from the device anymore. In situ testing with the quickcheck, confirmed a device malfunction. However to determine an exact root cause for the device malfunction a device investigation on the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's audio processor (ap) was damaged two years ago (2015). A new ap was provided but the user was not able to hear when using the device. Prior to this event the user had good hearing performance with the device (2012-2015). The user is still within the audiological criteria. The user has been re-implanted. The floating mass transducer was left in place.

Manufacturer narrative:
Conclusion: damage to the conductor link as might be caused by an external impact was determined to be the root cause of device failure. Even though no such event is mentioned in the recipient report, it is assumed that an impact occurred. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user's audio processor (ap) was damaged in 2015. A new ap was provided but the user was not able to hear when using the device. Prior to this event the user had good hearing performance with the device (2012-2015). The user has been re-implanted. The floating mass transducer was left in place.